Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced pain and esophageal spasms and led to the removal of a linx device. The linx device was used as part of the anti-reflux procedure. Patient was implanted with a linx device during an anti-reflux procedure in (B)(6) 2016 by mr. (B)(6) at (B)(6). Patient began experiencing pain about 3 months post implant. Implanting surgeon performed some tests and did an exploratory laparoscopic surgery which seemed to help. Pain returned and the patient had her gall bladder removed. The patient had a partial linx device removal of 6 anterior beads (performed by the implanting surgeon) due to pain and esophageal spasms. The patient subsequently returned to the emergency room with some pain and weight loss. Uneventful remaining linx device explant on (B)(6) 2017 by professor (B)(6) at (B)(6) hospital. The patient is "not completely better but is much improved".

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced pain, severe dysphagia, and esophageal spasms and led to the removal of a linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hernia repair and linx device implantation occurred without issue on (B)(6) 20016 by dr. (B)(6) at (B)(6) hospital. Patient began experiencing pain about 3 months post implant. Implanting surgeon performed some tests and did an exploratory laparoscopic surgery which seemed to help. Pain returned and the patient had her gall bladder removed. The patient had a partial linx device removal of 6 anterior beads (performed by the implanting surgeon) on (B)(6) 2017 due to pain and severe dysphagia. Patient refused complete removal of device according to dr. (B)(6). The device was found in the correct position/geometry at the time of partial explant. The patient subsequently returned to the emergency room with some pain and weight loss. Uneventful remaining linx device explant due to pain and esophageal spasms on (B)(6) 2017 by professor (B)(6) at (B)(6) hospital. The patient is "not completely better but is much improved".

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced esophageal spasms and led to the removal of a linx device. The linx device was used as part of the anti-reflux procedure. -patient was implanted with a linx device during an anti-reflux procedure in (B)(6) 2016 by mr. (B)(6) at (B)(6). -after anti-reflux procedure, the patient had a partial linx device removal of 6 anterior beads (performed by the implanting surgeon) due to esophageal spasms. -the patient subsequently returned to the emergency room with some pain and weight loss. -uneventful remaining linx device explant on (B)(6) 2017 by professor (B)(6) at (B)(6) hospital. -the patient is "not completely better but is much improved".